Event description:
Customer was admitted to hosp for blood glucose and dka. Customer believes this is a site related issue due to pt being on the pump for 20 years. Has history of having problems with scar tissue. Customer is having problems getting a physician to give treatment.